Manufacturer narrative:
As reported, the patient had an optease inferior vena cava (ivc) filter implanted, and approximately seven years post filter implantation the patient experienced swelling, deep vein thrombosis (dvt) in the right leg. The filter has been successfully removed; however, at the time of removal it was noted that the filter had been tilted within the ivc. According to the patient ¿he had no regulation that this was implanted in him until 2016¿. The right leg was described as 36 inches wide with loss of fluids. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots, dvt and thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the leg does not represent a device malfunction and may be related to the underlying dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (Implant date): optease retrieval filter implanted in 2009.

Event description:
As reported, the patient had an optease filter implanted, approximately seven years post filter implantation the patient experienced swelling, deep vein thrombosis (dvt) in the right leg that was 36 inches wide and loss of fluid.¿ the filter was ¿tilted¿ when it was removed. As per voice of the patient ¿he had no regulation that this was implanted in him until 2016¿. Also, according to the patient, he has tried to get a legal firm to take his case, but was denied. He has questions related to our product recall. He was aware that he was calling the manufacturer.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records and documents indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having a mobile acute deep venous thrombosis (dvt) of the left femoral vein at high risk for embolization. During ivc filter placement via the right common femoral vein, the filter was inserted in correct orientation and unsheathed in standard fashion below the left renal artery. The filter had excellent alignment and with no significant tilt and the position was clearly below the lowest renal vein. The patient tolerated the procedure well and no immediate or apparent complications. Before implantation of the ivc filter the patient had to urgently undergo surgical procedure for a complication the patient suffered with their PICC line inserted into their right basilic vein. Approximately on or about one month post implantation of the ivc filter the patient underwent an incision and drainage of the recovering right arm wound because of a seroma forming and causing nerve compressive symptoms. Approximately on or about seven years post implantation of ivc filter, the patient presented with right leg massive swelling and pain. During this hospitalization, a right leg ultrasound was performed, and it showed positive thrombi within all of the right lower extremity deep venous system from the groin to the popliteal fossa. As a result, patient underwent angiography and thrombolysis. The patient tolerated the procedure well. However, the patient did have some hematuria, so anticoagulation was briefly stopped, and then heparin resumed. During this same hospital stay, the patient went into respiratory distress/respiratory failure after exposure to bleach for which the patient was treated with intravenous steroids and briefly intubated for. According to a CT scan performed sometime post implantation of filter, there appears to be compression of the iliac veins by the iliac arteries. The filter may be contributing to this narrowing indirectly. The filter itself does not involve any critical surrounding structures. Approximately on or about eight years and seven months post ivc filter implantation, using a loop snare and forceps retrieval of the ivc filter in the infrarenal position via the right internal jugular and right femoral access was successfully performed with no complications. During removal of the ivc filter 14mm stents were placed in the bilateral iliac veins with 12mm angioplasty. Pre and post ivc venogram show rapid washout and flow within the ivc without significant filling defects. (B)(4) was used since there is no available code for "injury to iliac vessel" as reported, the patient had an optease inferior vena cava (ivc) filter implanted. Per the medical records, the patient underwent placement of the inferior vena cava (ivc) filter due to having mobile acute deep venous thrombosis (dvt) of the left femoral vein at high risk for embolization. During ivc filter placement via the right common femoral vein, the filter was inserted in correct orientation and unsheathed in standard fashion below the left renal artery. The filter had excellent alignment and with no significant tilt and the position was clearly below the lowest renal vein. The patient tolerated the procedure well and no immediate or apparent complications. Approximately seven years post filter implantation the patient experienced swelling, deep vein thrombosis (dvt) in the right leg, described as thirty-six inches wide and loss of fluid. At the time of filter removal, it was reported to be tilted. Before implantation of the ivc filter the patient had to urgently undergo surgical procedure for a complication the patient suffered with their PICC line inserted into their right basilic vein. Approximately one-month post implantation of the ivc filter the patient underwent an incision and drainage of the recovering right arm wound because of a seroma forming and causing nerve compressive symptoms. Approximately seven years post implantation of ivc filter, the patient presented with massive right leg swelling and pain. A right leg ultrasound was performed and showed positive thrombi within all of the right lower extremity deep venous system from the groin to the popliteal fossa. As a result, patient underwent angiography and thrombolysis. The patient tolerated the procedure well. However, the patient did have some hematuria, so anticoagulation was briefly stopped, and then heparin resumed. During this same hospital stay, the patient went into respiratory distress/respiratory failure, unrelated to the ivc filter, after exposure to bleach for which the patient was treated with intravenous steroids and briefly intubated for. According to a CT scan performed sometime post implantation of filter, there appears to be compression of the iliac veins by the iliac arteries. The filter may be contributing to this narrowing indirectly. The filter itself does not involve any critical surrounding structures. Approximately on or about eight years and seven months post ivc filter implantation, using a loop snare and forceps retrieval of the ivc filter in the infrarenal position via the right internal jugular and right femoral access was successfully performed with no complications. During removal of the ivc filter 14mm stents were placed in the bilateral iliac veins with 12mm angioplasty. Pre and post ivc venogram show rapid washout and flow within the ivc without significant filling defects. As per the patient, the patient ¿had no recollection that this was implanted in [them] until 2016¿. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Stenosis of the ivc, injury to the iliac vessel, is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Swelling and pain does not represent a device malfunction and may be related to underlying patient related issues. Hematuria does not represent a device malfunction and may be related to the medication regimen for anticoagulation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Concomitant devices: unknown 0.035 j-wire, unknown 6f sheath, pigtail catheter complaint conclusion: as reported, the patient had an optease inferior vena cava (ivc) filter implanted, approximately seven years post filter implantation the patient experienced swelling, deep vein thrombosis (dvt) in the right leg that was thirty-six inches wide and loss of fluid. The filter was reported to be tilted when it was removed. Per the medical records, the indication for the ivc filter was dvt of the left femoral vein. The filter was deployed below the left renal vein with excellent alignment and with no significant tilt. The patient tolerated the procedure well and no immediate or apparent complications. Approximately one month post implantation, the patient underwent an incision and drainage of the recovering right arm wound, previous PICC insertion site, due to a seroma. Approximately seven years post implantation, the patient had massive right leg swelling and pain. During this hospitalization, a right leg ultrasound revealed thrombi within the right lower extremity deep venous system from the groin to the popliteal fossa. The patient underwent angiography and thrombolysis. The patient tolerated the procedure well. However, there was hematuria, anticoagulation was briefly stopped, and heparin resumed. During this admission, the patient had respiratory distress/respiratory failure after exposure to bleach, treated with intubation and intravenous steroids. Per a CT scan post implantation of filter, there appears to be compression of the iliac veins by the iliac arteries. The filter may be contributing to this narrowing indirectly. The filter itself does not involve any critical surrounding structures. Approximately eight years and seven months post implantation, the filter was successfully retrieved, using a loop snare. During the removal procedure, stents were placed in the bilateral iliac veins with angioplasty. Pre and post ivc venogram show rapid washout and flow within the ivc without significant filling defects. Per the medical records, approximately seven years and eleven months post implantation, the patient had a CT of the abdomen and pelvis without contrast due to abdominal pain, and to evaluate the filter for migration/penetration. The CT impression revealed: no acute intra-abdominal or pelvic process; a stable position of the ivc filter; no findings to indicate migration or penetration; hepatic steatosis and diverticulosis. Per the patient profile form (ppf), the patient reports that the filter fractured; the fracture struts and the filter were removed percutaneously approximately eight years and eight months post implantation. The patient reports being afraid, depressed and unable to sleep. The patient further reports fluid retention on the left leg and left leg pain, and inability to walk. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Injury to the vessels is a known potential event associated to the use of the ivc filters and is listed in the IFU. Swelling and hematuria do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the patient had an optease filter implanted, approximately on or about seven years post filter implantation the patient experienced swelling, deep vein thrombosis (dvt) in the right leg that was thirty-six inches wide and loss of fluid. The filter was reported to be tilted when it was removed. As per the patient, the patient ¿had no regulation that this was implanted in [them] until 2016¿. The following additional information received per the medical records and documents indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having a mobile acute deep venous thrombosis (dvt) of the left femoral vein at high risk for embolization. During ivc filter placement via the right common femoral vein, the filter was inserted in correct orientation and unsheathed in standard fashion below the left renal artery. The filter had excellent alignment and with no significant tilt and the position was clearly below the lowest renal vein. The patient tolerated the procedure well and no immediate or apparent complications. Before implantation of the ivc filter the patient had to urgently undergo surgical procedure for a complication the patient suffered with their PICC line inserted into their right basilic vein. Approximately on or about one month post implantation of the ivc filter the patient underwent an incision and drainage of the recovering right arm wound because of a seroma forming and causing nerve compressive symptoms. Approximately on or about seven years post implantation of ivc filter, the patient presented with right leg massive swelling and pain. During this hospitalization, a right leg ultrasound was performed, and it showed positive thrombi within all of the right lower extremity deep venous system from the groin to the popliteal fossa. As a result, patient underwent angiography and thrombolysis. The patient tolerated the procedure well. However, the patient did have some hematuria, so anticoagulation was briefly stopped, and then heparin resumed. During this same hospital stay, the patient went into respiratory distress/respiratory failure after exposure to bleach for which the patient was treated with intravenous steroids and briefly intubated for. According to a CT scan performed sometime post implantation of filter, there appears to be compression of the iliac veins by the iliac arteries. The filter may be contributing to this narrowing indirectly. The filter itself does not involve any critical surrounding structures. Approximately on or about eight years and seven months post ivc filter implantation, using a loop snare and forceps retrieval of the ivc filter in the infrarenal position via the right internal jugular and right femoral access was successfully performed with no complications. During removal of the ivc filter 14mm stents were placed in the bilateral iliac veins with 12mm angioplasty. Pre and post ivc venogram show rapid washout and flow within the ivc without significant filling defects. Per the patient implant records, the indication for filter placement was mobile acute deep venous thrombosis of the left femoral vein at high risk for embolization. The optease filter was then inserted in the correct orientation to the l-2 body and unsheathed in standard fashion below the left renal artery. The filter had excellent alignment with no significant tilt and the position was clearly below the lowest renal vein. The patient tolerated the procedure well. There were no immediate or apparent complications. Per the medical records provided, approximately seven years and eleven months post implantation, the patient was submitted to a CT of the abdomen and pelvis without contrast, due to abdominal pain, and to evaluate the filter for migration/penetration. The CT impression revealed: no acute intra-abdominal or pelvic process; a stable position of the ivc filter; no findings to indicate migration or penetration; hepatic steatosis and diverticulosis coli. According to the information received in the patient profile form (ppf), the exact date the patient became aware of the reported events is unknown. The patient reports that the filter fractured; the fracture struts and the filter were removed percutaneously approximately eight years and eight months post implantation. The patient reports being afraid that the filter would travel and puncture the patient¿s heart and being depressed and unable to sleep. The patient further reports retaining lots of fluid, fluid retention on the left leg and left leg pain. The right leg became enlarged (24-30 inches wide) and inability to walk.